Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls were within acceptable range. The customer did not provide sample for in-house testing. A siemens headquarters support center (hsc) specialist indicated that based on the form of hcg produced there may be a greater sensitivity for one method to pick up versus the other. There also may be some non-specific interference in the sample possibly caused by pre-analytical factors as the initial and repeat results on the immulite 2000 xpi instrument were different. The cause of the discordant, falsely elevated hcg results on one patient sample is unknown. No further evaluation of device is required.

Event description:
The customer obtained discordant, falsely elevated human chorionic gonadotropin (hcg) results on one patient sample on an immulite 2000 xpi instrument upon initial and repeat testing, while using kit lot 379. The sample was repeated twice on an alternate platform, resulting lower both times and matching the clinical picture of the patient. The discordant results were reported to the physician(s), who questioned them. The corrected result obtained on the alternate platform was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.